Event description:
Pt had surgery to repair a hernia which they accquired at work. This was repaired and approximately 4 weeks later pt developed pain in the surgical area, severe fevers, night-sweats. Pt contacted the surgeon who informed them that it was not possible to be the "mesh patch." After a few more visits he refused to see them anymore. After going to numerous drs, pt finally found a dr who believed what pt was saying. After 2.5 years of numerous testing and results being positive, their dr decided to have the patch removed by another dr. This was done and was sent out for testing and came back that their body was rejecting the mesh patch. The report stated that "skeletal muscle and fibroconnective tissue and foriegn body giant cell reaction to a polarizable material." This rejection to their body has left them with permanent nerve damage from the waist down to their feet. Pt has since been labelled disabled and is currently on social security.